Manufacturer narrative:
Based on the completed investigation, the blurred white lines were likely caused by water damage, while the observed halo effect was attributed to a peeling objective lens. Although the root cause of the reported malfunctions could not be definitively determined, the issues are most likely due to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, blurry white lines were found along with a halo on the image. There was no patient involved.